Manufacturer narrative:
Additional information: a partial lead with only the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00373. It was reported that the patient presented via remote transmission with symptoms of dizziness when raising arms above their head. Right ventricular lead noise resulting in pacing inhibition and an insulation a abrasion was observed. It was also noted that insulation abrasions were on the left ventricular lead as well. The right ventricular lead was partially capped and replaced on (B)(6) 2020 while the left ventricular lead remains implanted and functional. The patient was stable after the procedure.